Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button and damaged serial number label.

Event description:
It was reported that the crack of the pump where the battery would insert to the bottom of the belt clip. The blood glucose was 8.3 mmol/l. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for the analysis.